Manufacturer narrative:
System fully tested and could not duplicate issue. Completed pressure test on all cryo ports and found no problems. Service history reviewed and found one identical complaint filed ((B)(4)).

Manufacturer narrative:
Evaluation in progress. Follow-up MDR will be submitted once evaluation is complete.

Event description:
During procedure, system would not freeze. Unable to finish treatment, case aborted.